Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message. The device was in clinical use when the issue occurred; the patient was moved to a different v60 ventilator. There was neither delay in therapy and/or medical intervention reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was repaired, and it was reported that the cpu was replaced. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.